Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Levels implanted : l5-s1 it was reported that on an unknown date, post-op, the screw was broken. The product was explanted.the patient suffered from back pain as a result of this event.